Event description:
It was reported that the corkscrew locking piece was broken off from stress inside of the t handle when trying to remove the femoral head. The corkscrew was screwed into the resected head and when the doctor transferred over to the t handle, there was an audible snap, and loss of locking between the t handle attachment and the cork screw. The doctor was able to remove the corkscrew by hand and the patient was not affected. The piece from the corkscrew stuck into the t handle in unretrievable. Therefore, both the corkscrew and t handle are wasted. There was a surgical delay for 3 minutes.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.